Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 the following components were received in the return: catheter assembly with tether wires and sensor intact. The sensor was noted to be raised off the catheter, which is consistent with difficulty retracting the device through the sheath. Visual inspection of the sensor identified no exterior damage, but blood was observed on the sensor. Inspection of the length of the catheter was found to be normal, with minimal kinking or use damage. A test hi-torque command 18 lt guidewire was measured using a pin gauge and was found to be conforming. The internal ID of the catheter was also assessed using a mandrel. The test guidewire and mandrel both successfully passed through the delivery system. No sheath was included in the returned kit. The returned sheath will be necessary to further investigate the difficulty retracting issue. The results of the investigation are that there are no device abnormalities identified that would have contributed to the event description. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
The implant procedure was cancelled. After successfully placing the guidewire, the pulmonary artery catheter was removed, and the cardiomems delivery catheter was introduced. The guidewire began looping, and placement was lost. Good wire replacement could not be regained, so the guidewire and catheter were removed. The sensor could not pass through the introducer, so both the sheath and delivery catheter were removed at the same time. Due to the prolonged case time and implant issues, the procedure was cancelled.